Manufacturer narrative:
(B)(4). The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this pacemaker recorded a code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was then surgically explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Corrected field. - g3 (report source): "company representative" was corrected with "foreing" the product has been received for analysis. This report would be updated should further information be provided from the analysis. The analysis results were added below. The product was returned and analyzed. The pulse generator case was removed for the analysis. The device passed automated electrical testing. An electrical leakage was confirmed. The analysis of the returned product found a fracture in the c25 ceramic capacitor. This type of damage has been determined to be a component issue. Laboratory analysis was able to confirm the reported allegation of premature battery depletion based on the capacitor c25 damage, one of the two battery filter capacitors, which was fractured.

Event description:
It was reported that this pacemaker recorded a code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was then surgically explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.